Manufacturer narrative:
Evaluation results: fse cleaned out multiple waste canisters in the hydropneumatics compartment. Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that the waste exit sump was leaking around the seal where canister screwed onto the lid on a unicel dxc 800 synchron system. Customer technical specialist (cts) advised customer to reseat the canister but doing so did not resolve the issue. No erroneous results were generated or reported out of the lab. No injury was reported as a result of this event. Field service engineer (fse) visited on (B)(6) 2011 and noted that the waste canister had sign of a possible leak around the rim, but no fluid was seen in the bottom of the hydropneumatics drawer. Fse then proceeded to clean out multiple waste canisters in the hydropneumatics compartment. Fse then performed calibration and qc without any errors. Customer also reported of an issue whereby the mc cup was overflowing during the call and an additional MDR was filed for this event. Please see MDR medwatch #2050012-2011-07312 for the report of the mc cup overflowing issue.